Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient is deceased and the cause of death is septic shock. It was further reported that the patient, post hip surgery, had syncopal events and then cardiac arrest. A magnet was applied to the device and the patient remained asystolic. A temporary wire was placed and pacing was achieved. Additionally reported that the thresholds had increased and there was a decrease in impedance. The device output was increased and there were no further concerns about the device function however, the patient died the following day from septic shock. The source of the sepsis is unknown. No autopsy was performed and the device will not be returned.